Event description:
The patient's left hip due to pain. Surgeon thought that the poly liner was worn. Revised the cup, liner and ball.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital retained device.

Manufacturer narrative:
An event regarding wear and dislocation involving a system 12 poly liner was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Images of the device following explantation were received the explants confirm no clear poly wear although there are quite obvious impingement/dislocation defects visible along the rim of the insert medical records received and evaluation: a review of the provided medical information by a clinical consultant concluded: x-rays confirm an adequate implantation of exeter stem and vitalock cup with only marginal poly wear as evident by minimal eccentricity of femoral head in liner. Significant heterotopic calcification in postero-superior joint space, brooker IV interfering with optimal joint kinematics. Explant photographs confirm minimal poly wear but presence of clear impingement/dislocation damage along the rim of the liner. Root failure caused by an adverse mix of procedure-related factors (heterotopic bone formation) plus patient-related factors (genetic predisposition for heterotopic bone formation) causing bony impingement with the device and thereby contributing to an overload condition in the bearing causing rim damage and dislocation. No evidence is available for device-related factors with plausible explanation of failure mode by the reported failure mechanism. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a review by a clinical consultant concluded that the root failure caused by an adverse mix of procedure-related factors (heterotopic bone formation) plus patient-related factors (genetic predisposition for heterotopic bone formation) causing bony impingement with the device and thereby contributing to an overload condition in the bearing causing rim damage and dislocation. No evidence is available for device-related factors with plausible explanation of failure mode by the reported failure mechanism no further investigation is possible at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The patient's left hip due to pain. Surgeon thought that the poly liner was worn. Revised the cup, liner and ball.